Event description:
In addition to what were previously alleged, ppf alleges constrained liner. Updated lawyer and law firm. Doi: (B)(6) 2015, dor: (B)(6) 2015, (right hip).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 17 aug 2017: litigation received. Litigation alleges pain and lack of mobility, and that the patient was revised to address dislocation and instability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). (B)(6) 2017: litigation received. Litigation alleges pain and lack of mobility, and that the patient was revised to address dislocation and instability. Update ad 24 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets received. In addition to what as previously alleged, ppf alleges constrained liner. Updated lawyer and law firm. Doi: (B)(6) aug 24, 2015 - dor: (B)(6), 2015 (right hip). See (B)(4) for the 1st revision.